Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, balloon burst was empirically confirmed based on provided information. Available information suggests that patient factors (calcification) and /or procedural factors (over-inflation) likely contributed to the event as per information provided there was severe degree of calcification in the landing zone, and it was required to overinflate the balloon with 3ml extra of volume. [The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Withdrawal difficulty was empirically confirmed based on provided information. Available information suggests that procedural factors (altered balloon profile) likely contributed to the event as the balloon radially burst during valve deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, regarding a 29 mm sapien 3 transcatheter heart valve was implanted in the aortic position via transfemoral approach, during deployment, the team had planned a high implant, which was achieved. An additional 3 ml was added to the initial deployment volume, and the commander delivery system balloon ruptured radially due to calcification. The valve was successfully expanded but a vascular surgeon was called, and subsequently, the balloon and sheath were successfully removed without further groin complications. Cardiac tamponade was then observed and initially suspected to be due to wire. No annular rupture was evident at the time. The tamponade was drained and appeared to be managed, and the patient was transferred to the ICU. In the ICU, tamponade recurred, and resuscitation was required. The patient stabilized and was extubated. Later, the patient experienced an hypertensive episode (bp >170 mmhg), followed by a rapid drop in blood pressure requiring prolonged resuscitation efforts. After discussion with the family and the clinical team, it was decided that the patient would not undergo surgical intervention and passed away some days after. After discussion, it was believed that annular rupture occurred.